Event description:
Complaint: rapid infusion. Set to infuse in two hours and infused in one hr.

Manufacturer narrative:
The device eval is underway. Results will be reported when the eval is completed.